Event description:
The customer stated a female pt was examined with a combination of the 15 channel spine and 16 channel neuro vascular (nv) coil. There was nothing abnormal observed during the examination. The pt went home and informed the hospital after of a burn, a second degree burn of 4x4 cam was observed on the abdomen and chest.

Manufacturer narrative:
(B)(4). (Conclusions) - the incident reported was caused by the clothing worn by the pt. The pt was not changed in hospital clothing and the stress worn by the pt contained embroidery with conducting material. The burns occurred on the abdomen part corresponding to the location of the embroidery. The instructions for use contain warning related to this issue.